Manufacturer narrative:
(B)(4). The complaint of a separated luer hub from the extension line was confirm through the customer provided photos. However, complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed with no relevant findings. Without the device to evaluate, the probable cause could not be determined from the available information. The instructions-for-use (IFU) provided with this product contains several warnings to mitigate damage to the catheter. The IFU cautions the user to minimize the risk of damage to extension lines from excessive pressure, each clamp must be opened prior to infusing through that lumen. It also cautions the user to not secure, staple and/or suture directly to outside diameter of extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Catheter should be secured only at indicated stabilization locations. The IFU also lists several disinfectants that contain solvents which can weaken the catheter material. Alcohol and acetone can weaken the structure of polyurethane materials. Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the port disconnected from the tubing.